Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Ccc reviewed the activity related to the event and noticed the presence of integrated multi-sensor technology (imt) data unstable errors. Per process error history, errors have been ongoing since the last service visit. The customer replaced the standard a solution. Quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the measure printed circuit board (pcb). The cse rebuilt the rotary valve and verified the pogo ground. The cse tightened and rechecked the ground plate to module. The cse re-primed the system and performed a recheck on measure pcb, which passed. The cse ran qc and diluent check, which passed. The cse ran several sets of qc, which were within range. The cse ran precision testing on multiple samples, which passed. The cause of the discordant, falsely depressed na results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na results.